Manufacturer narrative:
The customer's system files and sample pre-analytic details were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cortisol ii, pth elecsys, roche elecsys anti-tg, roche diagnostics cobas elecsys anti-tpo, elecsys hgh assay results for 29 patients tested on a cobas 8000 e 801 module. It was requested but not provided if the initial results were reported outside the laboratory. The customer performed repeat testing with the samples. For cortisol, it was reported the customer has been performing double measurements for all orders since (B)(6) 2021. Below are examples of questionable results provided by the customer: for hgh, anti-tpo, and anti-tg, the units of measurements were requested but not provided. On (B)(6) 2021, sample identifier (B)(6) had an initial hgh result of 14.9. The patient's repeat hgh results were 15.7, >500, >5000, and 24060. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-tpo result of 9.46. The patient's repeat anti-tpo results were 42.5 and 11.6. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-tg result of 32.2. The patient's repeat anti-tpo results were <10.0 and <10.0. On (B)(6) 2021, sample identifier (B)(6) had an initial pth result of 34.6 pg/ml. The patient's repeat pth results were 214 pg/ml and 209 pg/ml. On (B)(6) 2021, sample identifier (B)(6) had an initial cortisol result of 0.499 ug/dl. The patient's repeat cortisol results were 12.7 ug/dl and 12.7 ug/dl. The hgh reagent lot number and expiration date were requested but not provided. The anti-tpo reagent lot number and expiration date were requested but not provided. The anti-tg reagent lot number and expiration date were requested but not provided. The pth reagent lot number and expiration date were requested but not provided. The cortisol reagent lot number was 56122102 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The investigation is ongoing.